Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer instrument involved with this complaint, and completed the device evaluation. Failure analysis (fa) investigation could not replicate nor confirm the customer reported complaint, vessel sealer not connected message displayed. The vessel sealer was plugged in properly with no issue to the instrument control box (icb). Blue light lit up on icb indicating, power was being delivered and unit was properly connected. Vessel sealer successfully passed self-test on multiple attempts. The electrical continuity test passed. Energy activation test was then conducted on system. No faults or error messages appeared during in-house testing. Wet paper towel was held between grips and began to smoke when seal pedal was pressed. Steam generation from the towel indicated, active power and complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. The instrument was fully functional. There was no problem detected. The probable root cause of the alleged vessel sealer instrument was not working cannot be established nor determined. As the instrument performed as intended and no loss of power and no intermittent energy were observed during in-house testing. Additional observation not reported by site, was a dislodged snake wrist. No pieces were missing. The known common cause of this failure is likely attributed to mishandling/misuse.

Event description:
It was reported, that the vessel sealer instrument was not working. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported, that during a da vinci-assisted total benign hysterectomy surgical procedure. The vessel sealer instrument not connected message was displayed. The procedure was completed, laparoscopically with no reported injury.